Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "new replacement of breast prostheses (mcghan) due to leakage from old prostheses". The device has been removed and replaced. The affected side has not been specified.